Event description:
The leads were returned to the manufacturer with no information, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed, and tested out of specification. The outer insulation had a breached depression. The outer insulation had cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed, and tested out of specification. The outer insulation had a breached depression. The outer insulation had cosmetic depression.